Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible causes for the reported event are presumed as follows: the legal manufacturer reported that according to the sale business center (sbc) evaluation it seemed like images were not displayed due to the failure of the charge-coupled device (ccd) unit. It is possible that the ccd unit malfunctioned due to aging deterioration. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of "image would blink off of the screen and not return" was confirmed. There was no image observed on the unit due to faulty a charge-coupled device (ccd). In addition, kinks were noted in the unit¿s cable. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the image would blink and disappear. There was no patient involvement reported.